Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.